Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient forgot to remove needle guard prior to insertion on 31-mar-2024. The event occurred during needle guard removal.the patient replaced infusion set and resumed insulin deliverie successfully. No further information available.